Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the transaction item was not showing on the server. A technical support specialist (tss) contacted the customer and was informed that all devices had not been showing transactions since 13:20. The tss verified in the monitoring tool that errors were only present from that time and identified multiple failures in the extract transform load job. The tss reviewed the job activity, performed cleanup of the system log table by reducing its size and clearing entries, and proceeded with the resolution steps referenced in the extract transform load failure guidance for the identified issue. The tss noted that although the environment version did not yet have a published article, the applied steps were safe as they only addressed invalid barcode data and added entries to the system event table. The tss restarted the extract transform load job, confirmed that the issue was resolved, and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the transaction item was not showing on the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.